Event description:
A (B)(6) with paraclinoid carotid aneurysms bilaterally, one of which was ruptured. Taken to interventional radiology for angiography with stent-assistec coiling. The patient was clinically stable prior to the procedure with gcs = 13. The source of sah was suspected to be the ophthalmic segment of the r ica. When attempting to place the first lvis stent, the catheter "would not make the turn and had to be positioned in the artery at the neck adjacent to the aneurysm." When making further adjustments, twice the stent would not open and there was concern the stent had twisted. While attempting to recapture the stent, met considerable resistance upon attempting to readvance the microcatheter. Then made the decision to remove this stent. During removal, "the wire withdrew properly into the capture sheath for the stent but we noted that the stent was not in there." It is suspected the stent came off in the catheter lab. During deployment of the second lvis stent, it again did not open properly. Control angiogram "...showed occlusion of the carotid artery at the communicating segment and raised concern for possible dissection." He then decided to remove this stent and try again with a different type of stent system. Again, the lvis stent did not come into the catheter sheath appropriately. Using the prowler plus microcatheter, upon attempting to deploy the cosman enterprise stent, it would not open properly which lead to presumption the stent "must be constrained within a fixed occlusion." Balloon angioplasty was attempted. However, despite full inflation, "the remaining tightly constrained waist within the balloon did not inflate suggesting a fixed occlusion." The balloon was fully deflated. As the balloon was removed, "the patient's mental status changed and her breathing pattern changed. I immediately performed angiography and this showed new extravasation from the aneurysm. The distal carotid remained occluded. I chose therefore to reinflate the balloon in the proximal carotid below the aneurysm to stop the hemorrhage temporarily and we called for a rapid response team to intubate the patient." The amplatzer stents were used to control further bleeding. Check for collateralization to the right hemisphere showed "good filling of the right anterior cerebral artery but no filling to the carotid terminus or right middle cerebral artery. This implied a carotid t occlusion." The procedure was then terminated and the patient was returned to the ns ICU. Post procedure, the patient's gcs was 4t. The patient did not improve and subsequently died the next morning after the family decided to withdraw care.